Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 12-sep-2022. Investigation summary: customer returned (36) loose 3/10cc, 6mm syringes. Customer states that the stopper separated from plunger rod. All returned syringes were examined and 35 out of 36 samples exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper separates due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). A definitive root cause cannot be determined.

Event description:
It was reported while using an unspecified bd syringe the stopper was deformed. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: voicemail: pharmacist left voicemail reporting that the plunger rod separated from the rubber stopper.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd syringe the stopper was deformed. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: voicemail: pharmacist left voicemail reporting that the plunger rod separated from the rubber stopper.